Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button feels "mushy" and barely depresses when pushed; however, button is still functional. There was no adverse impact to blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.